Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the device between 36 and 48 hours. The patient reports having pain at the pod infusion site as well as an allergic reaction to the pods cannula. The patient had removed the pod from the insertion site prior to going to the doctor. Once at the doctors office the pod site was drained. The patient was prescribed an oral antibiotic.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.